Event description:
It was reported that the customer received a button error alarm on her insulin pump, after she was painting while wearing the pump on her waist. The customer stated she was not able to clear the alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 190 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded damage on keypad traces. No button error alarm noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.